Event description:
Information was received from a consumer regarding a patient who was receiving 4.6 mg/ml bupivacaine at an unknown dose and 9.6 mg/ml morphine at an unknown dose via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported that the personal therapy manager (ptm) had the code 8286 and the patient was not due for a refill. The last fill was (B)(6) 2016 and the consumer was not sure when the next fill was scheduled. A gradual return of pain was reported. At the last fill, there was a 10% increase. On (B)(6) 2016, more information was received. The patient had the pump filled the day before. The healthcare provider (hcp) was investigating what happened with the pump and why it seemed to deplete faster than what was expected. The patient hadn¿t heard the pump alarm go off. The patient thought she heard a single beep at times, but was not sure where it came from.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.